Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Reserve sample from the same lot was evaluated and the reported event was confirmed. Testing was performed under standardized conditions and the sample tested showed the setting time was too long. Device history record ( DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined at this time; further investigation has been initiated to address reported issue. A summary of the investigation has been sent to the complainant. According to the available data, a non-conformity has been detected. Related to the issue, a field action was initiated, in order to recall all affected products, which is not affecting american products. To date no adverse health outcome has been reported. If any further information is found which would changer any conclusions or information, a supplemental will be filled accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Cement remains implanted.

Event description:
It was reported the cement took longer to harden than expected, resulting in a 0-15 minute delay to surgery. No further information is available at this time.